Event description:
The report stated that during a laparoscopic sigmoid colectomy, while sealing on mesentery, the surgeon completed a seal with an end tone, then activated the cutting function and the patient bled. There was not enough bleeding to require a transfusion. The surgeon converted to an open procedure as a precaution against another inadequate seal and switched to an ls1120 to finish the case. The ls1120 is a sister device to the ls1100 handpiece with which the case was begun with and is used for open procedures.

Manufacturer narrative:
During the device evaluation an unrelated design error was discovered. This error would not have contributed to the reported condition. Corrective action has been taken on this design error. See attached memorandum for additional information. See additional scanned pages.